Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up with the patient, the lead was discovered to be broken via x-ray. The lead was capped off, and a new one was implanted on (B)(6) 2019. No adverse patient effects were reported.